Event description:
The investigation has determined that lower than expected vitros carbamazepine (crbm) results were obtained from non-vitros mas omnicore quality control fluids using vitros chemistry products crbm slides lot 3905-0114-4783 on a vitros 5600 integrated system. Mas omnicore lot ocr2210 l3 results of 10.6904, 6.7035, 7.0288, 10.6643, 10.1034 and 10.0279 ug/ml vs an expected result of 15.76 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros crbm results were from a quality control fluid and were not reported from the laboratory. It could not be concluded that patient sample results were not affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number five of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros carbamazepine (crbm) results were obtained from non-vitros mas omnicore quality control fluids using vitros chemistry products crbm slides lot 3905-0114-4783 on a vitros 5600 integrated system. A definitive assignable cause of the lower than expected results could not be determined. Based on historical quality control results a vitros crbm reagent performance issue could not be ruled out as a contributing factor of the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crbm reagent lot 3905-0114-4783. Vitros crbm marker precision testing was not performed on the vitros 5600 integrated system at the time of this report. An instrument issue was not able to be ruled out as a contributor of the event. An issue related to the mas qc fluids could not be confirmed nor ruled out as a contributing factor of the event. Acceptable vitros crbm qc results were obtained when the customer used an alternate lot of the mas qc fluids. (B)(4).